Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient alleged that his cgm displayed inaccurate readings which led to hospitalization. He was experiencing nausea and vomiting and stated that the cgm displayed 202 mg/dl. He had not taken any medication or did a bg at home and opted to drive himself to the hospital, where a bgfs reading showed 285 mg/dl while the cgm continued to show 202 mg/dl. He was treated with IV fluids and remained hospitalized until discharge on (B)(6) 2026, reporting that he felt better upon discharge. On (B)(6) 2026 follow up contact with the patient was made. The patient couldn´t recall the final diagnosis nor the reason length of stay at the hospital. Although, he confirmed that his bgfs at the hospital showed high (285 mg/dl) which might have contributed to the symptoms. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the b zone of the parkes error grid at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.